Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in a good position. The nose cone was attempted to be retracted through the inflow portion, however, it caught on the valve and caused it to dislodge when the delivery catheter system (dcs) was near the descending aorta. The valve was pulled into the ascending aorta and held there with a snare. A second valve was implanted successfully at 6 mm on the non-coronary cusp and 8 mm on the left coronary cusp. Mild paravalvular leak (pvl) was reported and no treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip of the delivery catheter system (dcs) is related to operator technique or experience; the evolutr instructions for use (IFU), instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received with the patient initials. If information is provided in the future, a supplemental report will be issued.